Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (0.5 mg/ml at 0.13481 mg/day) and bupivacaine (20.0 mg/ml at 5.392 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that at a pump refill on (B)(6) 2016, a 20.4 ml under-infusion was noted. The ¿irv¿ was 5.6 ml and the actual reservoir volume (arv) was 26 ml. There was a plan to assess the catheter to rule out scar tissue at the catheter tip. The device was interrogated on (B)(6) 2016; the ¿irv¿ was 16.7 ml and the arv was 18 ml. No interventions were taken. The event was possibly related to the device/therapy (catheter). The event was resolved without sequelae as of (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the hcp planned to assess the catheter to rule out scar tissue at the catheter tip if the patient's pain worsened. The patient did not report worsening pain and the irv and arv were within expected limits at the following refill, so the catheter was not assessed. No further complications anticipated.